Event description:
A surgeon reported that the system displayed a system message during the cutting of the vitreous body in a retina procedure. The aspiration was stopped and the function could not be used. The machine was rebooted and the operation was restarted. A water leakage was found after the surgery and the cassette insertion part of machine side was wet. There was no three way stop cock and adapter found in this pak. No patient harm was reported. No additional information is expected for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).